Manufacturer narrative:
A partial catheter was returned. Analysis of this portion revealed that the catheter body had a slice cut.

Event description:
It was reported that this patient was scheduled for a catheter revision. No further details were available at the time of the report. Additional information has been requested, but was not available as of the date of this report. It was further clarified that the patient has had no pain relief for a couple of months. Per a dye study and the physician the catheter was not intrathecal. The catheter issue was undetermined but the physician saw dye disbursement other than the tip. The patient was ¿started lower¿ on (B)(6) 2013 as he was on 500 micrograms per day previously. The patient was doing well at the time of the report. This device system delivered fentanyl. It was also reported that ¿prior to revision/after concentration¿ the patient was on fentanyl 500mcg/ml, clonidine 46 mcg/ml, and bupivicaine 4mg/ml. The patient¿s dose before the revision was 369.95 mcg/day of fentanyl, 34.036 of clonidine and 2.9596 of bupivacaine. The physician was noted to do dye studies on his own. Reportedly the catheter was replaced because it ¿wasn't good¿ and was not intrathecal and the catheter had holes. The physician ¿pulled it out¿ since it was not intrathecal. The new catheter was patent. This was why the physician set the patient does so low to start post operatively.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: catheter; product ID 8590-1, lot# n171402, implanted: (B)(6) 2009, product type: accessory; product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), product type: catheter. (B)(4).

Manufacturer narrative:
Supplemental filed to update event description as previously coded. Concomitant product(s): updated serial: product type: catheter. Product ID: 3655-38, serial# (B)(4).

Event description:
It was noted that the tunneler tip/obturator tip had broken during tunneling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8590-1, lot# n171402, implanted: (B)(6) 2009, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), product type: catheter. Product ID: 3655-38, product type: accessory.